Event description:
It was reported that there were white particles floating in a small volume intermate. The particulate matter was identified after the device was filled with meropenem, during storage. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 07, 2015 ¿ january 08, 2015. The device was received for evaluation. Visual inspection revealed white, floating particulate matter inside of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.